Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney. On (B)(6) 2012 - the pt was implanted with a bard/davol flat mesh which was used as a pubovesical sling to treat symptomatic sui. The attorney alleges the pt experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury. Without a lot number a review of the mfg records could not be conducted. With the currently available info, no conclusion can be drawn. If add'l event adn/or eval info is obtained, a follow up MDR will be submitted. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.